Event description:
Eyelet broke and popped implant out during suture bridge repair in shoulder. Surgeon made a new hole and inserted another screw successfully. A piece of the first implant remains int he pt.